Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the device would not fire clips at all. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Lockout posts broken. Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested; however, the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.